Event description:
It was reported that the patient with this pacemaker system visited the hospital with heart rate that was less than 40 beats per minute (bpm). During interrogation, an alert that indicated the right ventricular automatic threshold (rvat) was detected to be greater than programmed amplitude or in suspension. Technical services (ts) was consulted for further review of the presenting electrogram (egm). Upon review, loss of capture (loc) and high pacing thresholds on the right ventricular (rv) lead were observed on the presenting electrogram (egm). It was noted the patient was not symptomatic. Ts provided programming optimization recommendations. No adverse patient effects were reported. At this time, the rv lead remains in service.